Event description:
During an unk procedure that the device ceased to function during the case. The device was cleaned and retested-error still presented the handpiece was changed over, the rrror was still present. The test tip was used to verify that it was disposable and it was. When the disposable component was changed over the harmonic commenced functioning again. There was no adverse pt consequence.

Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. The device was tested with a generator and an error code 5 was received. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lookout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." The batch record was reviewed and no anomalies were noted during the mfg process. 510(k) number is k002981.